Event description:
Procedure: trans-anal procedure to perform a haemorrhoidal pexy including cut of extra tissue of haemorrhoids in the anal canal. Open procedure. The surgeon placed one after the other and fired twice and the tissue was not cut, but staples were fired without forming a b-shape. The anvil was disconnected. There was no tissue cut, just light bleeding. The bleeding was stopped with gauze tissue. The surgery time was extended over thirty minutes. There was no adverse event as a result of the delay in surgery. The patient was discharged after a day.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a procedure. The visual inspection of the staple guide noted the instrument was fully applied. Inspection of the anvil cutting ring showed no traces of knife impression and the ring was received intact. The instrument was applied to the appropriate test media producing acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the no cut condition may occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the surgeon used the stapler without instructions beforehand. There was bleeding at the mucous membrane due to manipulation with the purstring stitch and stapler. There was no tissue cut, just light bleeding. It is unknown if the stapler caused the bleeding. The bleeding was able to be stopped with gauze tissue. There was no blood loss of over 250ccs. On the third trial, the stapler functioned properly after instruction of a sales rep by phone. There was no injury. The surgical time was extended more than thirty minutes because they tried to contact the sales rep on the phone so that they could finish the procedure. There was no adverse event reported as a result of the delay in surgery. The tacks had to be retrieved. The patient went home after one day.

Manufacturer narrative:
Manufacturer reference: user facility listed in initial reporter.

Event description:
According to the reporter, the first two firings the staples were stapled did not form. The third attempt with the hem functioned properly after instruction of a sales rep by phone. No person injured, extension of op by more than 30 min, no blood loss of more than 250 cc, no extension of incision, no change of op, tacks had to be retrieved, no reinforcement material used. Bleeding at the mucous membrane due to manipulation with purse-string stitch and stapler but was stopped.